Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. An ntw clip (50324r1015) was inserted. During the removal of the lock line, a pool of blood was observed inside the device. The clip was successfully implanted. To further reduce mr, an additional ntw clip (50324r1013) was inserted. During the removal of the lock line, a pool of blood was also observed inside the device. The clip was successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delays.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. An ntw clip (50324r1015) was inserted. During the removal of the lock line, a pool of blood was observed inside the device. The clip was successfully implanted. To further reduce mr, an additional ntw clip (50324r1013) was inserted. During the removal of the lock line, a pool of blood was also observed inside the device. The clip was successfully implanted, reducing mr to a grade of 2. It was noted that the patient experienced an increased heart rate and was medically managed to reduce the heart rate. There were no adverse patient effects and no clinically significant delays.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and without the device to analyze, a cause for the reported leak resulting in atrial fibrillation could not be determined. Atrial fibrillation is a known possible complication associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.